Manufacturer narrative:
The actual sample was not available for evaluation. A photograph of the damaged sample was provided. The photograph shows the stainless-steel coil being exposed at the tip of the sheath. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 02november2020: upon removing the sheath it became separated. There was difficulty upon insertion of sheath to the brachial artery.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that destination tip unraveled and separated upon discontinuing arterial access at the end of procedure. They had brachial access for upper extremity aorta gram. Doctor reported that sheath went in with ease and no calcification noticed. Report that brachial artery was of normal size. A balloon and stent were used to treat subclavian stenosis successfully. Surgery was required to remove separated sheath from brachial artery. The patient was stable and discharged. The producer outcome was successful.